Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer assisted the customer to remove the back cover, cleaned the medication jam by using remote support services and confirmed with the customer that the issue had been resolved. The system functioned as intended after fse assisted the customer to resolve the issue.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es it was determined that the drawer had failed. The customer reported that the user was able to retrieve medications from the other station. There were no adverse events or injuries reported based on this event.